Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging inaccurate results. The reporter alleged inaccurate erratic results. The reporter obtained blood glucose results of "6.3, 4.9, 5.7, and 12.9 mmol/l" with a lifescan meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for precision. This complaint is being reported because the reported results did not meet lifescan¿s precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #2 - additional information - (B)(4) 2013. Date testing completed for the test strips product has been updated to (B)(4) 2013 by product analysis from originally submitted (B)(4) 2013.

Manufacturer narrative:
Follow-up # 1 ¿ (11/15/2013) the patient¿s meter and test strips have been returned on (B)(4) 2013 and (B)(4) 2013, respectively, and evaluated by lifescan product analysis on (B)(4) 2013 and (B)(4) 2013, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips were also tested and the primary complaint was not confirmed; however, a secondary issue was noted when the returned vial lid beak was found to be broken. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.